Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen was no longer working and that the attachment on the programmer was loose. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return of stylus no longer working, the programmer was returned without a stylus and the test stylus worked without deviations. It was noted that both keyboard hinges were loose. The stylus was added, the keyboard hinges were tightened, the touch screen was calibrated, new software was installed and the device was cleaned. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.